Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record evaluation could not be performed since the serial number is unknown. The complaint history evaluation cannot be performed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was hard to express from the platinum cartridge. The lens ended up in the eye. The lens had some damage (tear) in the periphery and so doctor removed it and replaced it with another lens. The patient did fine. There was no ruptured capsule/vitrectomy, etc. The doctor expressed dissatisfaction in using the cartridge. No further information was provided.